Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown biological tissue on the shell, one opening curved on the radius, and crease fold. A microscopic analysis was performed which identified: one opening crease sharp on the radius, one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact, stress marks, and wear abrasion. Based on the device analysis the final assessment is: one crease sharp opening on the radius assessed as fold flaw opening. One sharp opening on the posterior assessed as surgical impact.

Event description:
Patient reported a left side rupture which was confirmed by MRI. Device has been explanted.

Event description:
Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side rupture which was confirmed by MRI. Device remains implanted.